Event description:
While performing an automated percutaneous lumbar disectomy, the cutting portion (2mm) of the instrument broke off and is now lodged in the l5-s1 disc space. The surgeon felt that it would be best to leave the piece in since more damage would be done by surgically removing it.